Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was inserted in the patient for the endovascular treatment of a 58mm thoracic aneurysm. Vessel morphology was not reported; however, it was noted that the patient had highly calcified arteries. The case was originally scheduled for another manufacturer¿s device. During the index procedure the physician made several attempts to pass the other manufacturer¿s taa graft through the highly calcified right common iliac artery with and without a guide sheath. The physician placed a balloon expandable bare metal stent in the diseased or narrow portion of the right iliac artery to improve the passing of the other manufacturer¿s taa device through the diseased iliac, but was with no success. The physician made an attempt to pass the other manufacturer¿s device, bareback, without a sheath without any success. The physician then attempted to insert a 36x36x200 taa graft to pass the lesion. The delivery system started up the external iliac artery well until it reached the level of the previously placed stent in the right common iliac artery. Without too much pushing, the physician felt the artery "give" and after removing the delivery system a sheath injection showed complete transection of the artery. The artery transected with very little forward pressure. The physician treated the transection surgically by performing a large cut down of the right groin and repairing the artery with a cut down graft. Per the physician, the cause of transection of the right iliac artery was due to patient's iliac disease, and it was not related to the device. No additional clinical sequelae were reported and the patient is fine.